Manufacturer narrative:
Result: the pet lock was intact. The pc400 coil pusher assembly was kinked at approximately 5.0 cm, 28.0 cm, and 67.0 cm from the proximal end. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The initial complaint indicated that the px slim kicked back during an attempt to coil an aneurysm. When the coil was being removed, the coil unintentionally detached. Evaluation of the returned device revealed multiple kinks along the length of the pc400 coil pusher assembly, and that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is manipulated at an angle with force, this damage will likely occur. The px slim mentioned in the complaint was not returned for evaluation. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Result: the pet lock was intact. The pc400 coil pusher assembly was kinked approximately 5.0 cm, 28.0 cm, and 67.0 cm from the proximal end. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt). Conclusion: evaluation of the returned device revealed multiple kinks along the length of the pc400 coil pusher assembly, and that the sr wire was fractured. The fracture in the coil sr wire is typically related to force placed on the device in excess of the tensile strength of the sr wire material. It appears that in the attempt to retract the coil into the introducer sheath, resistance was met and the coil was pulled with force. Since the introducer sheath and the embolization coil were not returned for evaluation the root cause of the failure could not be determined. These devices are 100% functionally tested and visually inspected during in-process inspection. The px slim mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a dural arteriovenous fistula using a penumbra coil 400 and a penumbra system px slim delivery catheter. During the procedure, the physician successfully deployed and detached a pc400 coil into the fistula. While advancing another pc400 coil, the slim microcatheter kicked out of the fistula and the slim microcatheter was removed from the patient. The slim was advanced again, and the physician attempted to advance the same pc400 coil through the slim microcatheter, however, it kicked out again. The pc400 was retracted from the patient into the orange introducer sheath. Upon retraction, the pc400 coil detached inside the introducer sheath and was not used again. The procedure successfully continued using the same slim microcatheter and a new pc400 coil. There was no report of an adverse effect on the patient.